Event description:
Boston scientific received information that one day post implant, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock lead impedance measurements greater than 125 ohms. An invasive revision procedure was performed. The pocket was reopened and the setscrew was retightened. The patient was discharged the following morning. No adverse patient effects were reported. It was later reported that the patient implanted with this device system expired approximately four years later, for an unspecified reason. Some time later, the rv lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed that the terminal connectors of the lead was returned. The df-1 distal leg was severed 4.5 cm from the pin, the df-1 proximal leg was severed 4.5 cm from the pin and the is-1 leg was severed 5.2 cm from the pin. Further testing confirmed the segments of the lead to be electrically continuous.

Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited shock lead impedance measurements greater than 125 ohms.